Manufacturer narrative:
(B)(4) final report. Additional information, including device details, patient medical history, a detailed patient outcome following the revision and the return of the explanted device was requested in order to progress with this investigation, however, this information was not available and thus there was only very limited information for the investigation. It was confirmed that the explanted device was retained by the hospital following the revision surgery and thus could not be returned for examination. The appropriate device details were not provided and thus the relevant device manufacturing records could not be identified or reviewed. Based on the information provided for this event, the root cause of the reported pain could not be identified and no further investigation can be conducted. Corin now consider this case closed, however, should any additional information be provided then this case may be re-opened for further investigation.

Event description:
Revision of a cormet / unipolar head of the right hip in a bi-lateral patient after approximately 8 years and 2 months due to pain.

Manufacturer narrative:
Per -(B)(4) initial report. Additional information, including device details, patient medical history, a detailed patient outcome following the revision and the explanted devices have been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. Upon receipt of the appropriate device details the relevant device manufacturing records will be identified and reviewed.

Event description:
Revision of a cormet / unipolar head of the right hip in a bi-lateral patient after approximately 8 years and 2 months due to pain.